Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 unspecified bd venflon pro safety catheters experienced leakage. The following information was provided by the initial reporter: I had dm¿d (sent private message) to a dr. Asking for contact information where he could be reached. He did not provide that, but just stated, ¿the issue for me is simply to remove the faulty devices which are an obvious danger. The responses I¿ve had on twitter demonstrate that this is a nationwide problem. As I say other than commercial, what is your reason for keeping a known hazardous device in use?¿ additionally, there are new comments on one of their tweets that also need to be reported: I've had 2 fail in the last 6 months. At least 4 known in our hospital. Significant bleeding and major disruption to tiva.

Event description:
It was reported that 2 unspecified bd venflon pro safety catheters experienced leakage. The following information was provided by the initial reporter: I had dm¿d (sent private message) to a dr. Asking for contact information where he could be reached. He did not provide that, but just stated, ¿the issue for me is simply to remove the faulty devices which are an obvious danger. The responses I¿ve had on twitter demonstrate that this is a nationwide problem. As I say other than commercial, what is your reason for keeping a known hazardous device in use?¿ additionally, there are new comments on one of their tweets that also need to be reported. 1) I've had 2 fail in the last 6 months. At least 4 known in our hospital. Significant bleeding and major disruption to tiva.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10.